Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025 the day of the event, the patient experienced a seizure. At that time, a fingerstick blood glucose measurement indicated a value of 30 mg/dl, while the cgm displayed a reading of 110 mg/dl. The patient was transported to the hospital and received treatment. However, the patient declined to provide additional details regarding the incident. There was no documentation of further medical evaluation or intervention. At the time of reporting, the patient was reported to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure.